Manufacturer narrative:
Additional/corrected information - the initial report referenced an ischemic stroke event that occurred in (B)(6) 2014 which was reported under medwatch MFR report # 2916596-2014-01366; however, additional information was received indicating that the patient experienced an additional ischemic stroke event in (B)(6) 2015 which has been reported under medwatch MFR report # 2916596-2018-00791. A direct correlation between the device and the reported events could not be conclusively established through the investigation. It was reported that the pump parameters appeared normal during the recent event. The patient was treated with heparin and reportedly recovered. The patient was discharged to home on (B)(6) 2017 and remains ongoing on vad support. Stroke and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient''s previous ischemic stroke event occurred in (B)(6) 2015.

Manufacturer narrative:
The referenced previous ischemic stroke was reported under medwatch MFR report # 2916596-2014-01366. Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 8 months. The event occurred at (B)(6). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2017, the patient¿s caregiver noticed stroke signs as the patient¿s mouth was drooping. The patient experienced a seizure for approximately 5 minutes. The patient did not have a fever. The patient was brought to the hospital, which took approximately 3 hours. The patient¿s vital signs were stable and the patient was fully conscious. An echocardiogram revealed no thrombus. The pump parameters were normal. The patient¿s inr was 2.8 and anti xa level was 0.21. A CT scan showed no hemorrhage. An ischemic stroke was suspected with the same lesion that occurred with a previous ischemic stroke. The patient was treated with a heparin drip. After treatment, the patient recovered and was discharged on (B)(6) 2017. No additional information was provided.